Event description:
It was reported that (1) device was used during an anterior resection. It was reported by the affiliate that when inserting the ussc eea gun the distal staple line that had been formed, using the tl60, appeared to disintegrate. On closer inspection some unformed staples were located at the posterior anastomosis staple line. These were removed from the pt. A purse string suture was used to reinstate the anastomosis.